Event description:
On 07/15/2005 a supplement was submitted for MDR#!061857-2003-00012 to amend the report type ("malfunction" changed to "serious injury") for the reported gas leak (report date: 10/22/2003). This subsequent event was identified as a reportable malfunction: during a routine service call, the field service engineer (fse) noticed a gas fill error message during performance testing of the system. The fse detected a gas smell after the gas bottle was replaced. There was no patient/user impact/injury associated with this event.

Manufacturer narrative:
Evaluation summary: during a routine service call, the field service engineer (fse) noticed a gas fill error message during performance testing of the system. He checked the system, found the gas bottle was empty and replaced it. Then he noticed a gas smell. The fse tightened all the connections and still noticed the gas smell. He replaced the chassis and tested for gas tight connectors, no gas leak was encountered. He replaced the carbon filters, scrubber and exhaust filters and completed system verification. The chassis was returned, however the part evaluation is not complete. There have been no subsequent similar complaints reported for this system following the fse's service call.